Event description:
Pt coded soon after arrival at micu. Therapist noticed manual resuscitator did not fully fill up. After each breath. The bag was quickly changed to a second like bag (portex 9e0711) which also failed to inflate properly. A third bag was used from a different co and worked properly. This incident did not cause irreversable harm to pt.